Event description:
A 3.0 mm diameter x 30 mm length endeavor sprint drug-eluting coronary stent delivery system was successfully implanted in a mid lad lesion. Implant information is unk. It was reported that approximately 5 days post stent implant pt returned to the cath lab in cardiac arrest. Coronary angiography showed 100% instent restenosis. Pci, temporary pacemaker, indwelling swan ganz catheter and impella ventricular support device used. It is reported that a pci revascularization was performed as a result of this event. A pci revascularization (balloon only) of the proximal rca (non-target vessel) was carried out on the same day, due to instent thrombosis. Investigator also reported a thrombus at this lesion site. It is reported that pt expired 2 days later, due to cardiac arrest. Investigator indicated that there was evidence of thrombosis.

Manufacturer narrative:
Evaluation code, results: stent thrombosis, death.